Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It reported that they were hospitalized due to high blood glucose with blood glucose of 25 mmol/l on (B)(6) 2020. The customer was treated with manual injection. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Declined troubleshooting. They also received insulin flow blocked. The device will not be returned for analysis.